Event description:
Reference number (B)(4). Event occured in mexico. It was reported that, the patient faced infusion set's leakage event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4). Has been evaluated. The batch 6009165 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated for the malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). The batch 6009165 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6009165 were previously tested in (B)(4) on 05/apr/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6009165 was manufactured according to the wi version 73 manufactured in the line 6, on 11/sep/2024, with a total of (B)(4) units. Gluing of tubing the lot 4j00081 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc02, on 10/sep/2024, with a total of (B)(4) units. The lot 4j02654 was manufactured according to the wi version 65 in the gluing of tubing in the machine sc02, on 12/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 12/jun/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6009165 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.